Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. Reportedly, the display turned off and when the customer plugged the pump to charge, the pump beeped but the display did not turn on. The customer stated when the pump was unplugged, the beeping stopped. Reportedly, when the display turned on, the screen was stuck on the "1, 2, 3" screen. Tandem technical support (cts) instructed the customer to create a stuck button alarm to clear the frozen display; however, the pump screen turned off and did not come back on; customer reported pump led light was flashing green. Customer's blood glucose level was 320 mg/dl and was addressed with a pen. Customer confirmed that an alternate method of insulin delivery was available.